Event description:
Patient was in or for hysteroscopy and myomectomy followed by endometrial ablation. The novasure instrumentation was inserted with a differential of 4 with a power of 101. The ablation was carried out for 1 minute. Width was 4.5. Numerous attempts had to be tried due to malfunction of machinery. Once the probes were changed, the procedure went without problem.